Event description:
It was reported that during distal burring for a tka the drill functioned normally for about 10 seconds and then made a loud, continuous screeching noise. The bur would only screech while the bur was on bone. A drill test was performed before the case began and the drill had passed the test and sounded normal. A new drill and new long attachment were used and the same thing happened. It was also tried: switching from exposure mode to speed mode and were able to finish the case in speed mode. Upon inspection of the instruments, both long attachments seem defective. The first attachment has gears obstructing the lumen of the instrument. The second attachment has a smashed/cracked tip. Investigation results revealed that anspach drill made an abnormal noise and got very hot to touch.

Manufacturer narrative:
The device was used in treatment and it was reported that after about 10 seconds of burring the drill started making an extremely loud screeching noise. Device history record review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. The device was returned for investigation. The returned drill was connected to a system and a drill test was done. The speed did not exceed 77000 rpm, made an abnormal noise and got very hot to touch after less than a minute of testing. This is indicative of a broken motor drive shaft. The drill is a supplied item and was sent to the OEM for maintenance. The malfunction is most probably due to supplier / raw material fault.